Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent thrombosis occurred.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2014, clinical assessment indicated that the patient's qualifying condition was unstable angina. The patient experienced myocardial infarction (mi) between 24 to 36 hours prior to the index procedure. Subsequently, index procedure was performed. The target lesion was a de novo lesion located in the distal saphenous vein to the first diagonal branch with 99% stenosis and was 14mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilatation and a 3.00x16mm promus premier everolimus-eluting platinum chromium coronary drug-eluting stent. Post-dilatation was not performed and residual stenosis was 0%. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient died.